Manufacturer narrative:
Initial reporter: cannot be provided due to the restriction by the privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the left great saphenous vein (gsv). There was no issues or deviations related to the position of the catheter tip prior to the initial delivery of the adhesive. The physician treated the 37 cm of the vessel with 13 pushes of adhesive doses. There was no adverse event or device problem noted during the procedure. Two weeks later, the patient experienced vein inflammation and pain in the treatment zone. Eight days later, the patient had a follow-up after the procedure and the physician confirmed that there was a causal relationship with the device and the vein inflammation due to the pain. There was no redness, swelling, or itching reported. The physician determined the symptoms were non-severe and prescribed loxonin 60 mg 3 tablets/3 times per day and mucosta 100 mg 3 tablets/3 times per day for 1 week (prescription medication). The patient has not been given any additional treatment. The patient condition has been reported to be resolved. No further patient injury reported.